Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. No test strips were used. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 0kpec01b using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was not captured as it could not be determined based on the available model #.

Event description:
The customer from canada reported that she obtained blood glucose readings of 27.5 mmol/l at 4:26 p.m. And 7.9 mmol/l at 4:27 p.m. With the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.